Event description:
On (B)(6) 2011 customer reported a fluid leak at the right side of the hmx autoloader instrument. Customer observed that cleaner was leaking above the laser cover. Customer ran shutdown cycle in attempt to isolate the source of the leak but was not able to locate it. Customer wore personal protective equipment. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) examined the instrument and observed that the source of the leak was a cut tubing going through pinch valve (pv) 25. Fse replaced the tubing. There was no further evidence of leaking. Repairs were verified as per established procedures, and results met published performance specifications.

Manufacturer narrative:
(B)(4).